Event description:
It was reported that the event occurred while in the cath lab prior to insertion. During product prep the iap-0500 alarmed "unable to fill." The helium tank was filed, trigger signal was good, helium tank was open, the datascope iab was connected and the md inserted the iab. The iab was used as a transducer. Additional info received from the clinical support specialist clarified that they did not leave the datascope iab in the pt. The pt did not receive iabp therapy. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy noted. The patient outcome is okay. The third party service organization found that the problem was the fill/drain valves were malfunctioning; with this failure it was impossible to pump. The hospital did not have a backup system available for use.

Manufacturer narrative:
(B)(4). Device/parts will not be returned for evaluation.